Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: 68.0 ± 11.9 years. Date of event: unknown, not provided. Serial number(s): unknown, not provided. UDI no: unknown, as serial numbers were not provided. Expiration date(s): unknown as the serial numbers were not provided. If implanted; give date(s): unknown, not provided. If explanted; give date(s): unknown, not provided. Phone: unknown, not provided. The devices were not returned for analysis. The serial numbers for the devices were not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, as serial numbers were not provided. (B)(4). Citation: naoki tojo, atsushi hayashi, tomoko consolvo-ueda, shuichiro yanagisawa.baerveldt surgery outcomes: anterior chamber insertion versus vitreous cavity insertion.graefe''s archive for clinical and experimental ophthalmology (2018) 256: pp2191¿2200. A copy of the article is attached. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Article: baerveldt surgery outcomes: anterior chamber insertion versus vitreous cavity insertion. A literature review was conducted. The publication reported there were reported that 27 eyes out of 105 eyes implanted with baerveldt shunt either in anterior chamber [48] or in vitreous cavity [57] experienced complications, in some cases included multiple complications in same eye. (24 events of decrease of =2 lines in visual acuity, 7 persistent corneal edema, 5 vitreous hemorrhage, 4 tube erosion, 3 cystoid macular edema, and 2 tube obstruction. In addition, it was reported that the group of eyes implanted with the shunt in anterior chamber, experienced higher postoperative decrease in endothelial cell count. No additional information was provided to johnson & johnson surgical vision. This report is for the model bg101-350 and captures the reported product problem. A separate report is being submitted for the same model for the reported adverse event. A copy of the article is provided with this report.